Event description:
The iab was inserted into the pt on 1/29/97. On 1/30/97 after iabp for 18 hours, the iab leaked. Event complications: unk reported 1/31/97. Pt's current status: unk reported 1/31/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.